Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the ostial lcx. After pre-dilatation, the orsiro was introduced but cannot access to lesion due to heavy calcification. After withdrawal out of patient, it was detected that the stent was damaged. Additional pre-dilatation was performed, and another orsiro was implanted. Pci procedure was successful with no complication.